Event description:
It was reported that the day after the lead was implanted, dislodgement was observed via an x-ray. The lead was repositioned without complication. No symptoms were reported due to the dislodgement.